Manufacturer narrative:
Findings: unit alarmed no reservoir properly at the end of the displacement test.no unexpected no reservoir alarms noted. Unit passed self test. No alarms or alerts noted. Pump received with stuck motor error alarm loop during bolus delivery. Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump is not recognizing the reservoir during the fill process. The customer stated that their insulin pump is stuck in a constant rewind loop. The customer was informed that the insulin pump needed to be replaced. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.